Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
This pharmacist reported to baxter (B)(4) that the pressure sensor on the line ruptured and the blood spread over the patient and nurse. There was patient involvement but no injury or medical intervention reported.